Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) and was explanted after 33.9 months of service. A different model guidant ICD was implanted without reported complication. The explanted device was returned to guidant with no allegations related to the performance of the product. Upon receipt, longevity calculations determined this device depleted prematurely. Additional analysis is currently underway to determine root cause for the premature battery depletion condition.